Manufacturer narrative:
The customer service representative recommended the customer to replace the sample probe. The customer replaced the sample probe, the ict module and the ict probe which resolved the issue. The sample probe was determined to be the likely cause of the issue. An instrument service history review revealed no additional discrepant results reported for (B)(6). There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the clinical chemistry systems did not identify any similar issues related to the architect system, likely cause part, or discrepant results as described in this complaint. The device history records were reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the architect c4000 processing module for serial number (B)(6)or the sample probe was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated the physician questioned the low anion gap result generated on the architect c4000 analyzer for a patient. The sample was repeated, and the anion gap result was normal. The following data was provided: on (B)(6) 2023, sid (B)(6): initial anion gap result = 9.1 meq/l; repeat result = 13.8 meq/l (reference range = 10 to 20 meq/l); initial sodium result = 140 mmol/l; repeat result = 138 mmol/l (reference range = 136 to 145 mmol/l); initial potassium result = 4.1 mmol/l; repeat result = 4.3 mmol/l (reference range = 3.5 to 5.1 mmol/l); initial chloride result = 105 mmol/l; repeat result = 102 mmol/l (reference range = 98 to 107 mmol/l); initial carbon dioxide result = 30 mmol/l; repeat result = 26.5 mmol/l (reference range = 22 to 29 mmol/l). The anion gap is calculated measurement from sodium, chloride and carbon dioxide (co2). No impact to patient management reported.